Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the ilet while the dexcom mobile app continued to display glucose values, and the user restarted the pairing process after toggling settings, restarting, and re-entering the sensor pairing code. Symptoms included no adverse physiological effects, with a self-reported blood glucose of 126 mg/dl. Outcomes included no alerts or alarms, and no impact to glycemic control. Investigation included customer support troubleshooting and education focused on re-establishing bluetooth pairing between the cgm and the ilet. Investigation of this case revealed a pairing failure limited to the ilet interface while the cgm and dexcom app functioned, indicating a communication or connection issue without evidence of sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent bluetooth connectivity issue between devices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.